Event description:
It was reported that patient presented with infection at the device pocket and devices were removed (B)(6) 2015. The symptoms reported were drainage/incisional wound opening, pain and redness. The onset of infection was on (B)(6) 2015. There was no alleged device issue. Additional information received 10 days later indicated that pre-operative antibiotics were administered. The culture area was swabbed but organism was reported as unknown. It was noted that patient recovered and the infection was resolved. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va0tkq6, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID 3889-28, lot# va0tkq6, implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).